Event description:
The user facility reports the ventrix catheter did not fit down the lumen of the licox icp channel. The physician tried very delicately to insert the catheter but the catheter broke. Intervention was required and a replacement catheter was placed. The unit is still implanted in the patient and is functioning as desired.